Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event, weight, and ethnicity and race were not provided for reporting. This report is for one (1) band aid brand hydroseal bandages heel 6ct USA 381371174195 8137117419usa, 8137117419usa. Lot # is not available. UDI: (B)(4). Lot# is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with band aid brand hydroseal bandage heel. Consumer used the bandage for a blister and upon removal it took off her skin. Consumer stated it has been three weeks with this problem. Consumer implied she sought medial attention and was prescribed unknown antibiotics (unknown infection) and an unknown test was performed.